Manufacturer narrative:
Date sent to FDA: 4/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery and partial omentectomy on (B)(6) 2018 during which the surgeon noted the mesh, which he removed along with scar tissue. He noted the omentum stuck to the underside of the hernia defect and a partial omentectomy was performed. The edges of the fascia were freed up. It was reported that the patient experienced severe pain, inflammation, bulging, stress and anxiety. No additional information is provided.